Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in sensing and increased capture thresholds were found. Lead had dislodged. Lead was explanted and replaced when repositioning was unsuccessful.